Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Event description:
Patient reported " quite a few problems so requested medical records from the hospital that fitted them, they are mcghan style 120 biocell textured silicone implants", "if these are on the recall list?", "extremely concerned with the symptoms". Affected side-right. Patient confirmed "diagnosed stage 3 capsular contracture" device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "quite a few problems so requested medical records from the hospital that fitted them, they are mcghan style 120 biocell textured silicone implants", "if these are on the recall list?", "extremely concerned with the symptoms". Affected side-right. Patient confirmed "diagnosed stage 3 capsular contracture" device remains implanted.